Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the pump was in good condition. No apparent contamination. The pump event history showed base hardware failure and battery communication time out errors in error history log (ehl). The reported issues were not duplicated during power up process. The interconnect board is the root cause of the intermittent of the base hardware failure and battery communication timeout. The root cause was unable to be determined, no physical or any other damaged was found on interconnect board. The technician replaced interconnect board as a preventative measure. Performed power up process and all functional tests which passed.

Event description:
It was reported that base hardware and battery communication failure errors were observed. No patient injury was reported.